Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor over-infused. The expected infusion time was twenty-four hours; however, the solution infused in twelve hours. The device was taped to the patient¿s skin with ¿tubigrip over the top¿ and kept at the same height as the housing during infusion. The patient was afebrile; however, the nurse reported the device was in direct sunlight. The device was filled with 4800mg of benzylpenicillin diluted in 0.9% sodium chloride for a total fill volume of 240ml. The medication was administered via a peripherally inserted central catheter (PICC) line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6, and h11. H4: the device was manufactured between 25apr2025 and 28apr2025. H11: the actual device was not available; however, a photograph of one sample was provided for evaluation. Visual inspection of the photographic samples provided shows no fluid in the bladder functional flow rate testing must be performed on the actual device in order to verify the accuracy of the alleged device; though, this is not possible due to the lack of a physical sample. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.